Manufacturer narrative:
The customer did not want a replacement transducer, therefore, a device return is not expected. Since the failed device will not be returned to philips, a failure analysis cannot be performed.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.